Event description:
On more than one occasion with the pt in a reverse trendelenburg position the radiographic/fluorographic c-arm has been raised to match the position of the pt. When this is done, the "emergency home" switch has been inadvertently activated. This causes the table to quickly level to a horizonal position. Covering, shielding or relocating this switch would further minimize the chances of this occurring.